Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get more information and to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the nurse reported that the pump changed the rate of her sodium bicarb infusion she had programmed. She had a nurse double check the meq/h she programmed (56 meq/h) and when she came back into check on the pump the infusion was now running at 94 meq/h. Delay in therapy while switching pumps.